Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
The reported complaint was confirmed through the events log and duplicated during the functional check, which determined that pt802 has failed. The root cause was traced to the manufacturing process - supplier manufacturing process.